Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine that had an unspecified melted component. The melted component was found by a fresenius mexico technician while servicing the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction t was confirmed that a patient was not connected to the machine when the issue occurred. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.